Manufacturer narrative:
(B)(4). Method: the complaint chamber was visually inspected for damage. Results: visual inspection of the chamber revealed a large dent in the aluminum base. There is a hole in the dent. A lot check revealed to other complaints of this nature for lot number 080528. Conclusion: the hospital reported that the chamber was leaking. A dent and a hole were observed in the base of the chamber, confirming the report fault. The damage appears to have been made by impact from a round object with sharp edges, such as a metal tube, which dented and pierced the base. All completed mr290 chambers are pressure tested and visually inspected to check for leaks or damage. All chambers which fail either of these tests are rejected, suggesting that the complaint chamber was damaged post-production, possibly during transport, storage or use. The user instructions for the mr290 chambers state the following: "perform a pressure test and leak test on the breathing system and check for occlusions before connecting to a pt."

Event description:
A hospital in (B)(4) reported via a distributor that an mr290v autofeed humidification chamber leaked from the base after five (5) minutes of use. The hospital reported that there were no pt consequences associated with the chamber leak.